Event description:
Healthcare professional reported left side "intracapsular rupture, potentially extracapsular¿, ¿rupture of the left prosthesis¿, ¿lymphadenopathy¿, ¿presence of apparent siliconomas¿, ¿siliconomas were observed in nodes-ganglion of the left internal mammary", and ¿adenopathies in internal mammary chains, larger in size and uptake in the left internal mammary chain which could be of reactive/inflammatory/infectious etiology (in the context of a ruptured prosthesis) without being able to rule out tumor pathology. The device has been explanted.

Manufacturer narrative:
Date of receipt, indicates device photos received for evaluation. No device has been received. Photo analysis completion: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ infection: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel filled breast implant for the period of march 2022 through february 2024, was noted one outlier in june 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported left side "intracapsular rupture, potentially extracapsular¿, ¿rupture of the left prosthesis¿, ¿lymphadenopathy¿, ¿presence of apparent siliconomas¿, ¿siliconomas were observed in nodes-ganglion of the left internal mammary", and ¿adenopathies in internal mammary chains, larger in size and uptake in the left internal mammary chain which could be of reactive/inflammatory/infectious etiology (in the context of a ruptured prosthesis) without being able to rule out tumor pathology. The device has been explanted.

Event description:
Healthcare professional reported left side "intracapsular rupture, potentially extracapsular¿, ¿rupture of the left prosthesis¿, ¿lymphadenopathy¿, ¿presence of apparent siliconomas¿, ¿siliconomas were observed in nodes-ganglion of the left internal mammary", and ¿adenopathies in internal mammary chains, larger in size and uptake in the left internal mammary chain which could be of reactive/inflammatory/infectious etiology (in the context of a ruptured prosthesis) without being able to rule out tumor pathology. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under the sterilization run. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel filled breast implant noted one outlier in june 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection, lymphadenopathy, granuloma

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe. ¿ local reaction: unable to observe. ¿ infection (unknown onset): unable to observe. ¿ granuloma: unable to observe. As per the investigation procedure, particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "intracapsular rupture, potentially extracapsular¿, ¿rupture of the left prosthesis¿, ¿lymphadenopathy¿, ¿presence of apparent siliconomas¿, ¿siliconomas were observed in nodes-ganglion of the left internal mammary", and ¿adenopathies in internal mammary chains, larger in size and uptake in the left internal mammary chain which could be of reactive/inflammatory/infectious etiology (in the context of a ruptured prosthesis) without being able to rule out tumor pathology. The device has been explanted.